Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. The device had minor scratches on the display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip, and cracked batter tube threads.

Event description:
Customer reported the insulin pump had alarmed button error when she was taking a nap. Customer's blood glucose was 33 mg/dl, customer's spouse helped her bring blood glucose up. Customer stated she did fall off the bed in the midst of her low experience. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.